Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door failed and required maintenance. The field service engineer (fse) found that the doors failed and had an intermittent issue. The fse cleaned the contacts on the mini switches and secured the connections. The fse found that the connectors for doors 2 and 4 were not tightly secured. The fse replaced the patch cable and tested the doors in the hardware test application (hta), confirming proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.